Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on day two of ilet pump use received an urgent low soon alert after announcing a meal and delaying eating; the agent reviewed the meal history with the user and provided education on proper meal announcement timing to avoid hypoglycemia. Symptoms included a low glucose warning without reported loss of consciousness or injury. Outcomes included stabilization of glucose to 125 mg/dl and successful self-management with oral glucose per standard guidance. Investigation included troubleshooting and user education regarding meal announcement timing and review of device history. Investigation of this case revealed no device malfunction, with the event consistent with user timing of meal announcement relative to food intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with use-related factors.